Event description:
The physician contacted the marketing department. The vice president of marketing and the chief science officer called the physician and obtained the following information: the physician used suturable duragen on a chiari malformation. The original surgery took place in 2007. The device was used as a tensile graft as if it were "preclude" or "endura." As a consequence, minimal overlap was achieved. The repair was sealed with "duralseal" and minimal attention was paid to the closure of the overlying layers. During the call, it was identified that the physician had missed the point about closing the fascia layers during surgery. The physician commented that the graft had turned to the consistency of "wet kleenex" upon hydration and was only marginally suturable. Approx five weeks later, the pt developed a csf leak with a pseudomeningocoele. A second surgery occured the following month. Exploration of the site showed that the pt had a one centimeter tear in the center of the graft and not on the sutures, which were intact. The defect was patched. This incident is related to MDR number 1121308-2007-00013.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.